Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nbp values are off by 3/4 cmhg because the device apparently had an internal impact. This case is being reported due to a potential drop. It is not known at the time of this report if this was an unexpected fall or drop. There was no negative patient impact reported.